Event description:
My son, (B)(6), is eight years old and has type 1 diabetes. He uses a dexcom g7 continuous glucose monitor (cgm) connected to his iphone 12 mini. I use the dexcom follow app on my own iphone to monitor his glucose levels remotely. I have alarms enabled for high glucose, low glucose, and for "no data" events. The minimum interval for the no data alarm is 30 minutes, which is generally reasonable to prevent excessive notifications when he is awake and not in danger. However, there is an important safety gap in the dexcom follow app that places children like my son at risk. On the patient's device ((B)(6) phone), the dexcom g7 provides a predicted low glucose alert. The dexcom follow app, however, does not offer predicted low alerts to caregivers. This means that I receive no warning that my child is trending toward hypoglycemia unless an actual low glucose reading occurs--or unless data is lost for a full 30 minutes. (B)(6) prone to hypoglycemia (blood glucose below 70 mg/dl), and nighttime lows are particularly dangerous. He sleeps through his hypoglycemia symptoms and does not wake up for alarms. Last summer, his cgm readings dropped to 77 mg/dl and then 71 mg/dl, both trending downward. At that moment, we lost data connectivity. Because the follow app does not issue an alert when both predicted low glucose and data loss occur together, I received no notification that he was heading into a dangerous situation. I was downstairs watching tv, unaware that he was likely experiencing hypoglycemia upstairs. I did not receive an alert for 30 minutes, until the no data alarm sounded--by which time he had been hypoglycemic for 25 minutes. I respectfully request that the FDA work with dexcom to update the logic of the dexcom follow app. Caregivers should be able to receive an alarm when both of the following conditions are met: 1) a hypoglycemia event is predicted, and 2) cgm data is lost. This is a straightforward addition--dexcom already calculates predicted lows on the patient's device--and it could prevent life-threatening situations for individuals who rely on caregivers for their safety. While my son was ultimately unharmed in this instance, we have experienced multiple shorter hypoglycemic episodes that were dangerous. The risk is real, and addressing this software gap could genuinely save lives. Thank you for your attention and for your commitment to patient safety.